Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the surgeon had a problem firing both tct75 devices. There was no consequence to the pt.